Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00752. It was reported the patient's scs system was explanted on (B)(6) 2016 due to ineffective stimulation.